Event description:
It was reported that the pt presented into the emergency room with a device that had post sensed t wave oversensing. The pt had received inappropriate hv therapy and the oversensing was noted on the stored electrocardiogram. Technical services discussed programming.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.